Event description:
It was reported to nova biomedical, that a consumer received high readings and was treating herself with insulin. The test strips he was using at the time had been transferred out of the original vial and possibly compromised. The consumer was educated on this issue at the time of the call. The over administering of insulin caused a hypoglycemic event requiring medical intervention. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.